Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's wife reported that the patient had green drainage at the stoma site for the past two to three weeks ((B)(6) 2018). The patient had been on antibiotic clindamycin for seven days. A culture of the site was done which was negative for growth.